Manufacturer narrative:
The customer reported that the central nurses station (cns) screen locked up and froze. The cns tower was blinking and the nihon kohden application locked up. There was no mouse, keyboard, or touchscreen response to the use input. The wireless beds were still visible. Rebooting the device resolved the issue. Customer would like to send the device in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) screen locked up and froze.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen locked up and froze. The cns tower was blinking and the nihon kohden application locked up. There was no mouse, keyboard, or touchscreen response to user inpu. The wireless beds were still visible. Rebooting the device resolved the issue. Customer sent in device for evaluation. It was determined by nihon kohden that the hdd is over 2 years old and this unit needs a new one to be able to work fine with no freezing or lockup. During the evaluation, the problem of frozen screen was duplicated. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 48 hours of extended testing and operates to manufacturer's specifications. The unit was returned to the customer